Event description:
It was reported that during a photo-selective vaporization of the prostate, the equipment froze and an error message displayed on the screen at 73,895 joules of use. It appeared that the fiber core had detached from the outer coating, burning the cap. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis did not reveal any anomaly with the returned fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear to be in good condition and secured. The fiber connector passed the connector segment verification test indicating there were no connection issues. The control knob is attached and aligned with the fiber and could rotate the fiber as intended. The performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged detached fiber core.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the equipment froze and an error message displayed on the screen at 73,895 joules of use. It appeared that the fiber core had detached from the outer coating, burning the cap. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the equipment froze and an error message displayed on the screen. It appeared that the fiber core had detached from the outer coating, burning the cap. The procedure was completed using another fiber without patient complications.